Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 19. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2022, fracture of the implant was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and abscess. No further patient complications were reported.